Event description:
The customer reported on (B)(6) 2014 his blood glucose reached 400 mg/dl less than 4 hours after the pod was activated and ketones were 3+. He then realized the cannula was kinked.

Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm the reported kinked cannula or to determine whether it contributed to the reported hyperglycemia. Qualification records were reviewed and the product lot met all acceptance criteria.